Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device location unknown.

Event description:
During a rotator cuff repair, the polymer anchor was inserted but the desired tension could not be met. The anchor was removed and a suture anchor was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6).